Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is also a report of use error, where the patient did not verify the patient line was properly primed before connecting and initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. However, the patient failed to follow therapy steps in that they did not verify if the patient line was properly primed before connecting and initiating therapy. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted with ending therapy. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.